Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with the result of 71mg/dl. The expected fasting blood glucose test result range is 150 to 170mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 04/24/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 239mg/dl (B)(6) 2017 01:39 pm fasting: no, the 321mg/dl (B)(6) 2017 01:37 pm fasting: no, the 99mg/dl (B)(6) 2017 10:36 pm fasting: yes, the 71mg/dl (B)(6) 2017 07:28 am fasting: yes, the 162mg/dl (B)(6) 2017 12:17 am fasting: yes. Memory concerns: customer is concerned with high 321mg/dl-non-fasting, erratic 321mg/dl and 239mg/dl non-fasting, and low 71mg/dl fasting.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with the result of 71mg/dl. The expected fasting blood glucose test result range is 150 to 170mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 04/24/2018 and open vial date is 07/03/17. The meter memory was reviewed for previous test result history: 239mg/dl 07/04/2017 01:39 pm fasting: no, 321mg/dl 07/04/2017 01:37 pm fasting: no, 99mg/dl 07/04/2017 10:36 pm fasting: yes, 71mg/dl 07/04/2017 07:28 am fasting: yes, 162mg/dl 07/04/2017 12:17 am fasting: yes. Memory concerns: customer is concerned with high 321mg/dl-non-fasting, erratic 321mg/dl and 239mg/dl non-fasting, and low 71mg/dl fasting.